Event description:
A (B)(6) surface antigen ((B)(6)) result above the cutoff for mandatory confirmation testing was obtained on one patient sample on an advia centaur cp instrument. The (B)(6) result was not reported to the physician(s). The sample was repeated on the same instrument and resulted (B)(6) for (B)(6). The sample was re-spun and tested on an alternate instrument, also resulting (B)(6) for (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent syringe, rinse blocks, base tubings and probe wash pump. Precision testing on patient sample and quality controls were run, resulting within range. The cause of the (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.